Manufacturer narrative:
Additional information provided in h.3., and h.11. The reporter stated that .1 cc ophthalmic viscosurgical device (ovd) was used. As per the reported details, .1 cc ovd was used. The instructions for use (IFU) instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the intraocular lens (iol) was not used due to a deformation, identified as a bent haptic. The issue occurred during priming the device, prior to implantation. There was no patient contact. The surgery was completed on same day.